Event description:
This is the fifth of eight reports (same problem, same product ID, same user facility, different incidents). Integra sr. Clinical educator was with the account on (B)(6) 2015 and had the following observations: the residents usually put/luer lock the external transducer (customer uses ICU medical transducer) on tight to the zero reference position port of the accudrain. The accudrain system is placed on an IV pole (skinny ones) and if the accudrain system is just "bumped" a little or if the transducer is just moved up or down very slightly, it disconnects from the accudrain. Sr. Clinical educator tried an edwards lifescience transducer with the accudrain and it yielded the same result. Sr. Clinical educator was told by the account that there were a total of 8 incidents that occurred with the accudrain and in some cases where there were cerebrospinal fluid (csf) leakage. It was unknown at the time of the report which patient/incident had csf leakage. Additional information has been requested but no more further clinical information could be provided by the customer.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.